Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep was called to cover a pocket revision case because the patient reported to the physician that the battery pocket was very painful and the patient was contemplating having the entire system removed. The doctor said that the capsule was very tight and was causing the patient discomfort. It was decided to switch her to a rechargeable battery. The battery was switched and the issue was resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use on (B)(6) 2017. The explanted stimulator would not be returned to the manufacturer as the customer discarded it. There were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.